Event description:
During a reprogramming session, it was noted that several contacts had high impedances. The pt reported inadequate pain coverage. The pt decided to have the system explanted.

Manufacturer narrative:
Explanted products were discarded by the medical facility and will not be returned for evaluation. This is the final report.